Event description:
The fan is allegedly broken and making the unit over heat. No injury is alleged.

Manufacturer narrative:
(B)(4) - unit was returned and inspected on (B)(4). Inspection results: visual: the aerosol compressor's case had evidence of scratches. The inlet filter was missing and the right rubber foot was broken off. One blade on the cooling fan was broken off inside of the case along with evidence of hair. Functional: the compressor was run for 1 hour and no discrepancies were found. Fan blade was broken but complaint of over heating was not confirmed. The fan is allegedly broken and caused the unit to overheat. Unit is over a year and a half old and history has also shown that events with this device have been a result of dropping device, mechanical wear and or blocking vents during use. Device is thermally protected. MDR filed solely on complaint that device overheated. Malfunction not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The fan is allegedly broken and making the unit over heat. No injury is alleged.

Manufacturer narrative:
The fan is allegedly broken and caused the unit to overheat. Unit is over a yr and a half old and history has also shown that events with this device have been a result of dropping device, mechanical wear and or blocking vents during use. Device is thermally protected. MDR filed solely on complaint that device overheated. Malfunction not confirmed. MFR is attempting to obtain product for inspection.